Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Technical services (ts) discussed elective replacement indicator (eri) and replacement timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Technical services (ts) discussed elective replacement indicator (eri) and replacement timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected at this time. If the product is returned, analysis will be performed and this report would be updated at that time.